Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 84 mg/dl, 121 mg/dl, and 176 mg/dl. No action or treatment resulted. No adverse event reported. Return of the system requested, replacement was sent.